Event description:
It was reported that the patient was in the hospital for another issue and it was seen on telemetry that the right ventricular (rv) lead was not capturing the ventricle at maximum output due to the pacing being at a lower rate than the patient¿s sinus rate. Also, the rv lead had no sensing of ventricular activity at the most sensitive setting. The rv lead was reprogrammed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 implantable pulse generator (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.